Event description:
It was reported that during a case, the anesthesiologist indicated that the unit created a false heart condition on the EKG of the pt. This was noted even when the unit was unplugged and was running on batteries. The issue was dismissed as an equipment problem. It was further reported that the case was completed successfully and there were no reports of any adverse consequences.

Manufacturer narrative:
Add'l info will be provided once the investigation is completed.